Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "exchange of textured breast implants due to the patient¿s concern with the product" and "seroma." This is the left side record. Device has been explanted.

Event description:
Healthcare professional reported "completely damaged shell", "exchange of textured breast implants due to the patient¿s concern with the product" and "seroma." This is the left side record. Patient representative reported "plaintiff was implanted with biocell devices , which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, negligence, consumer fraud, and loss of consortium. Patient has not been diagnosed with bia-alcl." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, brown particles, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp broken on posterior assessed as an unidentified (tear) opening, and a piece of the shell is missing the assessment is inconclusive.

Event description:
Additionally, healthcare professional reported left side "completely damaged shell".